Manufacturer narrative:
Incidental finding from manufacturer's investigation: evaluation of (B)(6) revealed an incidental finding of superficial damage to the outer silicone jacket.

Manufacturer narrative:
Manufacturer's analysis conclusion: evaluation of heartmate ii lvas confirmed internal driveline wire damage that would have contributed to the reported low speed operation and pump stoppages captured within the submitted log file. Additionally, evaluation of the submitted log file confirmed a total loss of power to the system controller as evidenced by a timestamp reset, which would have resulted in a pump stop; however, a direct cause for the loss of external power could not be conclusively determined through this evaluation. The device was returned assembled with the driveline cut approximately 2 inches from the pump housing, a middle segment measuring approximately 6 inches was returned, and a distal segment measuring approximately 29.5 inches was also returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. The driveline was tested for continuity in the conditions that it was received and did not reveal any discontinuities or shorts. There was rescue tape from approximately 1 inch to 5.5 inches, 12 inches to 16.5 inches, and 22.5 inches from the controller connector. The silicone sleeve was cut approximately 4 inches, 5 inches, 14 inches, and 17.5 inches from the controller connector, the bionate layer was discolored but otherwise unremarkable, the metal braided shield had breakdown at the controller connector, approximately 2 inches through 3.5 inches, 11 inches, 21.5 inches, and 25 inches through 29.5 inches from the controller connector, as well as approximately 3.5 inches from the pump housing. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Visual microscopic examination of the driveline revealed insulation breaches on the middle segment of driveline to the black wire approximately 3.75 inches from the pump housing, to the brown wire approximately 4 inches from the pump housing, and to the brown wire approximately 9 inches from the pump housing. The areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining portions of all segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed operation and pump stoppages while operating on the power module while on a grounded cable would have occurred if any of the conductors from any of the exposed wires made contact with the metal braided shield, resulting in a short to shield. The heartmate ii lvas IFU covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. Patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The epc losing power is covered under MFR number: 2916596-2020-00391. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a pump stoppage event while connected to ac power. The patient then switched to batteries and no further pump stoppage events occurred. The account detailed the patient aortic valve was oversewn. Log file analysis noted a pump stoppage event due to the controller losing power. The subsequential pump stoppage events occurred while the patient was tethered to the power module. The account provided x-ray images of the patient's drive line that showed areas of concern. The patient received a pump exchange on (B)(6) 2020. No further information was reported.